Event description:
Information was received indicating that a smiths medical medfusion pump exhibited "clutch error". It was unknown whether the event occurred during or prior to infusion. No adverse effects were reported.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top case chipped and cracked. Event history log review was performed and found check clutch error in history. Visual inspection and occlusion testing were performed. Investigation could not repeat customer stated problem of check clutch after multiple flow and occlusion testing. According to the investigation, the reported problem caused by the customer released the clutch and manually moved the plunger during a programmed infusion which was showed in the event history log. Service's replaced the clutch half's left and right with leadscrew and spring as a preventative measure. Service's also replaced the damaged top case, ear clip, right plunger case, plunger case seal and battery door. According to the investigation, the problem source of the reported problem was user interface.